Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for evaluation. However, an image and a videos were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified. Expiry date: 10/2022.

Event description:
It was reported that during a stent placement procedure, the stent allegedly had expansion issue. It was further reported that during withdrawal of the delivery system, there was some tension caught in the system and the stent stretched to some extent. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent allegedly had expansion issue. It was further reported that during withdrawal of the delivery system, there was some tension caught in the system and the stent stretched to some extent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. X-ray image /movie provided demonstrating an hour-glass like deformation of the stent inside the vessel in the area of the stent brake confirmed that the stent adhered to the inner catheter stent brake during deployment which leads to a confirmed investigation result for expansion issue. Visible elongation of the stent could not be identified. The definitive root cause could not be determined based upon available information. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: d4 (expiry date: 10/2022), g3, h6 (device, component). H11: h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.